Event description:
It was reported that stent damage occurred. The 24 x 3.00 rebel stent was advanced to treat the target lesion, however, it was noted that the stent was frayed. The procedure was completed with a 16 x 2.4 rebel stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) and stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination revealed that the eighth distal row of the stent had bent and flared struts. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 24 x 3.00 rebel stent was advanced to treat the target lesion, however, it was noted that the stent was frayed. The procedure was completed with a 16 x 2.4 rebel stent. No patient complications were reported.